Event description:
It was reported that the right ventricular (rv) lead was attempted /not used due to dislodgment immediately after placement. The lead was explanted and the physician asked for an active fixation lead and implanted it. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and <(><<)>afc 1st> no anomalies were found. (B)(4).